Event description:
Pt laid back down in the am to sleep in bed. Was awakened a couple hours later by a "beeping sound". The insulin pump was beeping and displayed an error code. All of pt's data in pump was gone. Pt cleared the error, reprogrammed the pump to the pt's profiles. Reported event to certified diabetes educator and MFR was notified. Pt was instructed by minimed service rep to "wash hands or touch something metal to ground self before touching pump. Indicated this may stop when the "cool dry weather passes" rep indicated this diabetes mellitus problem with electricity will probably reoccur. Instruct pt to call if it happens again.